Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusions are not finalized at this stage. When more information is available a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device powered down unexpectedly. There was no patient harm or serious injury reported as a result of this incident.

Event description:
During resmed evaluation, an astral device powered down unexpectedly. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing revealed the device was unable to start up. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).